Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is gxl. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A service history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two hand pieces for battery powered drivers would not work in reverse. One of the devices (lot number unknown) also has a medium setting button that does not work. The reported issues were found during routine testing. There was no patient or surgical involvement. (B)(4).

Manufacturer narrative:
Service history review: part no: 05.000.008, lot no: 005809. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 4-jun-2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the reverse speed was not working. The repair technician reported electronic control damaged as the reason for repair. The cause of the issue is unknown. The following parts were replaced: membrane switch & flex circuit. This item was repaired, passed synthes final inspection and returned to the customer on 15-oct-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.